Manufacturer narrative:
The subject device was not returned to any of olympus locations. Therefore, olympus could not investigate the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during unspecified timing, the image of the subject device was not displayed and the scope communication error b30 occurred. The field service engineer of olympus (B)(4) replaced the output socket of the subject device. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the reported information, damage of the socket unit from long-term use was surmised to be the cause of the phenomenon as the subject device was manufactured nine years ago, which resulted in the unstable communication with the scope connector. If additional information becomes available, this report will be supplemented.